Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. Some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence with multiple cartridges. Reportedly, customer wore the pump into a hyperbaric chamber. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 219 mg/dl.